Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was transmitting glucose values to the dexcom app but failed to pair with the ilet, consistent with intermittent communication failure between devices; after guided troubleshooting, including toggling settings, the sensor successfully paired. The device component implicated relates to the electrical communication pathway, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure involving the electrical and magnetic communication components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.